Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out? Of-range pace impedance measurement of 2,367 ohms. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).